Event description:
It was reported that the lead exhibited loss of capture at 7.5 v. An x-ray revealed that the lead dislodged. During repositioning the stylet could not be inserted into the lead. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.